Event description:
Event description: it was reported that during a procedure to treat plaque in the mid right carotid artery using the paladin percutaneous transluminal angioplasty iep system, there was a delay in surgery of three minutes due to a product issue. The artery diameter was 5.5mm with moderate tortuosity. A 6fr sheath and a .035 guidewire were used. A embolic protection device was used. The vessel was post-dilated. No resistance was encountered when advancing the device. It was reported that the paladin filter would not open. The device was safely removed, and the procedure was completed using a new paladin 5.0x20 device. No patient complications have been reported as a result of this event. Investigation: the preliminary investigation determined that the filter could not be opened with a guidewire in place. Conclusions the mechanism to actuate the filter did not perform as expected. The device was safely removed and a second paladin device was successfully used. There were not patient complications as a result of this of the event.